Manufacturer narrative:
Insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. Insulin pump passed self test, off no power test and all operating currents tested within the spec range. Insulin pump was monitored and tested with no blank display noted. No moisture damage on electronics and motor assembly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 500 mg/dl. Customer states the pump display went blank immediately after pump exposure to moisture. Advice to discontinue use of the pump. Advice to revert to backup plan per health care professional instructions. Customer treated with insulin pump. Troubleshooting was performed. The product will be returned for analysis.